Event description:
It was reported by service report that the cot has a small amount of hydraulic oil leaking from the sub-assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hydraulic sub-assembly.